Event description:
Procedure: lobectomy. Reportedly, while thhe surgeon squeezed the handle to fire, a cracking sound occurred and then a component of the sulu disengaged into the cavity. The surgeon stopped firing and exchanged with anotther sulu, then re-fired. The operation was then finished and the pt was closed. During a postoperative x-ray the surgeon found the component and its broken piece in the surgical cavity. A re-operation was performed and the components were retrieved.